Event description:
It was reported that the asymptomatic patient presented for replacement of the left ventricular lead due to high capture threshold and high pacing impedance. Lead fracture was initially suspected. However, a chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced. They patient was stable.

Manufacturer narrative:
The reported events were conductor fracture, lead dislodgement, unacceptable capture threshold and high pacing impedance. As received, a complete lead was returned in one piece. The reported events of conductor fracture, unacceptable capture threshold and high pacing impedance were confirmed. Visual and x-ray examination found the inner coil appeared to be fractured at the distal region of the lead. Destructive analysis and scanning electron microscope verified all of the inner coil filars were fractured. The cause of the reported events of conductor fracture, unacceptable capture threshold and high pacing impedance was isolated to the fractured inner coil. Electrical testing did not find any internal shorts. S-curve was measured to be within specification.